Event description:
It was reported the catheter's tip detached and left an the pt's vasculature during an avm embolization with onxy. No complications were reported to have ocurred with the pt as a result of this event.

Manufacturer narrative:
This device has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. The device hsitory records for the reported product lot number have been reviewed and no quality issues were noted. The product met the acceptance criteria prior to release.